Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. The customer's blood glucose (bg) level was 308 mg/dl and the bg level was addressed with a manual injection. Reportedly, the customer reverted to manual injections.